Event description:
This device was returned with oos documentation from biotronik rep. Per rep, this pt expired of exposure to winter elements in 2008. Dr. Requested a complete analysis of the device.